Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of braid wire break.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a polypectomy site closure during an endoscopic mucosal resection (emr) closure procedure performed on (B)(6) 2024. During the procedure, when the physician was trying to use the clip, it bent at the portion where the braided catheter connects to the bushing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.